Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without the unique product serial numbers, a one to one correlation could not be made, the manufactured date cannot be established, and it is unknown if this was previously reported. Referenced article: "t-wave oversensing in implantable cardiac defibrillators is due to technical failure of device sensing." Journal of cardiovascular electrophysiology. 2006; 17: 553-556 doi: 10.1111/j.1540-8167.2005.00350.x. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardioverter defibrillators (icds). The article described a patient that six months after implant complained of three ICD discharges without preceding symptoms. The patient was hospitalized after the third episode. Device interrogation revealed ventricular tachycardia (vt) detection and the electrogram showed the therapies were due to t wave over-sensing (twos). Re-programming of the parameters was performed, and the patient was discharged home. Three weeks later the patient suffered multiple ICD discharges and was re-admitted. Interrogation of the device showed twos as the cause of the inappropriate therapy. The ICD was removed and replaced. The article also described a patient that demonstrated sustained monomorphic vt after experiencing ICD shocks in the absence of preceding symptoms. The patient was admitted and stored electrograms showed inappropriate delivery of therapy due to twos. Re-programming was performed, the patient was discharged from the hospital and following received additional ICD discharges. The patient was re-admitted, re-programming was performed, and interrogation showed another episode of twos. The ICD was removed and replaced. The disposition of the icds is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.